Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: 4.0 sapphire ii, stent: 4.0 x 28 xience sierra. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an eccentric and de novo lesion in the proximal left anterior descending artery with no tortuosity and moderate calcification that was 90% stenosed. A non-abbott guide wire crossed the target lesion and then intravascular ultrasound (ivus) was performed. Pre-dilatation was performed with a 20/30 indeflator and a 2.5 non-abbott balloon catheter. Then a 4.0 x 28 mm xience sierra stent was deployed using the 20/30 indeflator; however, it took 55 seconds to deflate the balloon. Post-dilatation was performed with a 4.0 mm non-abbott balloon catheter using the same 20/30 indeflator and the deflation time was longer than expected. Therefore, the indeflator was replaced with a new 20/30 indeflator and the 4.0 mm non-abbott balloon catheter had a faster deflation time with the new indeflator, ending the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.